Manufacturer narrative:
Conclusion: the delivery catheter system (dcs) was not returned for analysis and no image were received for review. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event indicates that there was difficulty advancing the dcs while passing the aortic annulus. Difficulties advancing the dcs is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, tortuousity, etc.). Advancement difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. In this case, it was noted that the patient's aortic arch was calcified and the ostium of the left common carotid artery was severely stenosed up to 90%. This indicates that the most likely cause of the advancement difficulties was calcified patient anatomy. After the valve was implanted, it was reported the patient developed stroke like symptoms. One day following the treatment the patient passed away due to ischemic stroke. It was reported that it was unclear if the symptoms occurred during the several pre-implant bav and/or the dcs/valve placement. The physician reported that the dcs may have contributed to the event. Stroke and patient death are known potential adverse effects per evolut system instructions for use. Ischemic strokes have many etiologies, including embolization of calcific debris, and is highly dependent on patient medical history and procedural factors. In this case, the patient's severe atherosclerosis was reported to be the cause of the stroke. No angiographic records were submitted for review. Based on the limited evidence available the potential relationship to the dcs and the adverse event cannot be confirmed. There is no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Updated data: h6 - eval method code, eval results code, eval conclusion code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, there was difficulty passing the aortic annulus during the pre-implant balloon aortic valvuloplasty (bav). It was noted that the patient had a calcified anatomy as well as multiple cannulation of the aortic annulus for the pre-implant bav. While advancing the delivery catheter system (dcs) through an medtronic introducer sheath, difficulty was also encountered while passing the aortic annulus. The valve was implanted and the patient developed stroke like symptoms but it was unclear if the symptoms occurred during the several pre-implant bav and/or the dcs/valve placement. The patient became unresponsive and developed an eye deviation. Per the physician, the cause of the stroke was due to the patient's severe atherosclerosis. Medication was administered. One day following the treatment the patient passed away. The cause of death was not received and it is unknown if an autopsy was performed.

Manufacturer narrative:
Additional information was received that the cause of death was ischemic stroke. Per the physician the delivery catheter system (dcs) may have contributed to the event as the patient's aortic arch was calcified and the ostium of the left common carotid artery was severely stenosed up to 90%. An autopsy was performed but the results were not reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.